Manufacturer narrative:
This is the same event as 3010536692-2015-01839.

Event description:
Allegedly, patient was revised due to mom complications: shedding of metal debris; tissue damage; persistent pain; decreased mobility: right.